Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was found to be cracked. The battery cap would not tighten and the pump had no power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside of the pump. The battery cap was not returned with the pump. A test cap was used for testing purposes. The test battery cap attached securely to the pump. No power issues occurred during testing. The pump was opened, and no damage was found to the power circuit